Event description:
Customer reported a battery charging issue in the past. There was no reported adverse impact to the customer's blood glucose level. Customer reported they were able to fix the issue but did not disclose how this was done. Customer continued using the pump for insulin therapy.